Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was reading inaccurately high as compared to another meter. On (B)(4) 2012, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient claimed the alleged issue began approximately 2 weeks ago, exact date and time is unknown. He reported that he was experiencing symptoms of a "dry mouth" and therefore, needed to check his blood glucose. He reportedly tested on the subject meter and obtained a value of "250mg/dl." The patient informed the mss that he manages his diabetes with lantus insulin and humalog insulin which he adjusts according to his meter readings. In response to the high blood glucose value, the patient administered 8 units of humalog insulin and claimed that approximately 20 minutes later he developed symptoms of "blurred vision, shaking and itchy skin." The patient advised the mss that he performed another test using his friend's meter (also ultra2) and observed a value of "61mg/dl" and self-treated his symptoms by eating hard candy. He stated he began to feel better within minutes after eating the candy. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. The two tests were performed within 30 minutes of each other and although there was intervention between the two tests; the calculated difference of these glucose results exceeds lfs's criteria for accuracy. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.